Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 22-dec-2017, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported complaint. Fse instructed the customer to remove the wash line from the wash bottle, remove the filter, place the wash line in alcohol, and run the "wash nozzle" diagnostic three (3x) times. Fse then asked customer to put the filter back on the wash line tubing, place the tubing back in the wash bottle, and run "wash nozzle" a couple of more times again to clear the tubing. Customer ran daily check and quality controls (qc) with no errors or issues. All results passed within acceptable range. The aia-360 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 15-nov-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 4017 is spec.sy clog detected. This error is generated when specimen clog was detected. The solution is the item is not assayed and for the customer to repeat assay. The most probable cause of the reported event was due to a clog in sample nozzle.

Event description:
On (B)(6) 2017 a customer reported getting error 4017 spec.sy clog detected on quality controls (qc) and patient samples on the aia-360 instrument. Customer is unable to run patient samples on intact parathyroid hormone (ipth). On 22-dec-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013.